Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that when the compact air drive device was first plugged into the air and pressed, the forward button became stuck and would not fire. According to the reporter, when the chuck device was put into the device and rotated, it worked. It was reported that sometimes, when the forward and reverse were pressed at the same time, the device would start working without manually rotating it. It was reported that there was a few minutes delay to the surgical procedure. However, the duration time was not specified. It was not reported if a spare device was available for use. There was no human patient involvement as the device was used for veterinary purposes only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.